Manufacturer narrative:
UDI in section model# and operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is no audible or visual alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional info received via email 16-sep-2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Other, other text: the device was returned with a worn line cord, a cracked cover/water tank, a worn pole clamp, a corroded drain/quick connect fitting, and all leds (light-emitting diodes) on the pcb (printed circuit board) were broken off. Visual inspection and a functional check confirmed the leds were broken and the speaker didn't work. The customer damage due to improper assembly of the front cover was the root cause for the damaged leds, unable to determine root cause for the speaker. Due to age and condition, the device was been deemed beyond economical repair and will be scrapped. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional event information received indicating no patient involvement.